Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for high out of range pace impedances of greater than 3000 ohms. Further review showed the lead also exhibited noise, which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The patient was brought in for further testing and the noise could be reproduced with isometrics. In addition, a lead fracture was confirmed. At this time, the physician reprogrammed the lead and will continue to monitor. The lead remains in service and there have been no reported adverse patient effects.